Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery when the customer bolused more than 7 units of insulin. The blood glucose reading was not provided. The customer stated that he was able to bolus 3 units, received a no delivery alarm, and then he changed the infusion set. The call was dropped and an attempt to reach the customer was unsuccessful. Nothing further reported.